Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited losses of power. Several days later, the controller exhibited a controller fault alarm due to the internal battery and was exchanged. After the controller was exchanged, it was reported that "the controller was behaving erratically. At first it only remained silenced with a silencer and battery plugged in. Removing the battery would cause an alarm. After a few minutes it began alarming again, and silenced once power was removed. When downloading the logs, the ac power cable was close to the power port, this set off another alarm which resolved when the silencer was jiggled. Additionally, the controller housing appears melted on the bottom left hand side." No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Product event summary: the controller ((B)(6)) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned device revealed that the controller passed functional testing. An internal inspection did not reveal any anomalies. Visual inspection of the controller revealed contamination within both power port one and two connectors and in the serial port. This is an additional observation not related to the reported event, likely due to the handing of the device. Additionally, further analysis of the returned controller revealed that one of the pins was slightly bent within the power port 1, however a battery was still able to connect to the controller. During external visual inspection it was observed that the enclosure cover was damaged most likely the controller was placed on top of a hot surface. Log file analysis revealed four (4) controller power up events were logged between (B)(6) 2023 at 16:55:13 and (B)(6) 2023 at 17:14:48. The controller was off for an average of 13 seconds. A controller fault alarm was logged on (B)(6) 2023 at 09:17:26, likely recorded due to a fault in the internal battery charging circuit. Log file analysis also revealed internal battery voltage values slightly below nominal values. In addition, log files revealed two (2) vad disconnect alarms were logged on (B)(6) 2023 at 11:29:06 and 11:29:33, indicating a physical disconnection of the driveline from the controller. As a result, the reported controller fault alarm and controller loss of power event was confirmed. Based on the available information, a possible root cause of the reported controller fault alarm event can be attributed, but not limited, to a faulty internal battery charger integrated circuit. CAPA pr00592731 is investigating this issue. The most likely root cause of the vad disconnect alarm can be attributed to physical disconnection of the driveline from the controller, likely due to a controller exchange. Based on an investigation conducted under CAPA pr00384004, the root cause of bent socket pins within power port connectors is attributed to misalignment during connection attempts between the metal receptacles on the controller and the plastic connector plugs in the power sources. The misalignment results in wear on the connector plugs that can lead to contact between the connector plug and socket pins from the controller. The socket pins may not withstand applied forces from subsequent misaligned connections, causing the pins to bend. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.